Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon tried to clamp the vessel on the fourth clip and the handle moved properly; the clip would not release. The device became stuck on tissue. The surgeon pulled the device off and to control the bleeding, the vessel was clamped with an instrument until another clip applier was used to clamp the vessel and complete the case. No adverse consequences reported. Additional information received: bleeding controlled by another clip, no measurable amount of blood was lost.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.